Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article hirofumi oshima, md a, b, sakae tanaka, md, phd a, yoshio takatori, md, phd b, takeyuki tanaka, md a, hisatoshi ishikura, md a, toru moro, md, phd, et al. Clinical and radiographic outcomes of total hip arthroplasty with a specific liner in small asian patients: influence of patient-related, implant-related, and surgical factors on femoral head penetration. Concomitant product(s): unknown mallory cup. Unknown head. Unknown bi-metric stem. Source report: country: (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034- 2017- 05798, 0001825034 - 2017 - 06480, 0001825034 - 2017 - 06488.

Event description:
It was reported in a journal article that 4 patients experienced deep vein thrombosis without associated pulmonary embolism, which were treated successfully with anticoagulants in each case. No further information is available.